Event description:
It was reported that during patient treatment, an alarm for high airway pressure was generated. There was no patient harm. Manufacturer´s ref#: (B)(4).

Manufacturer narrative:
The anethesia workstation was investiagted at the hospital by our company feld service engineer and it was concluded that the expiratory channel printed circuit board was faulty and needed to be replaced. The replaced expiratory channel printed circuit board has however not been returned for investigation and could not be investigated further. The received logs confirm the reported issues. The technical error code (te9) indicates a pressure sensor issue leading to an open safety valve and the airway pressure high alarms suggest that there was an airway pressure increase. Shortly after the event, a successful system check out was performed. The technical log has no recordings related to the reported issue (apart from the generated te9). Based on the above information, we have not been able to determine the true cause of the event.

Event description:
Manufacturer´s ref #: (B)(4).